Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase on ventricular lead to >2000 ohms around the week of (B)(6) 2010.

Event description:
It was reported that approximately three months post-implant, the right ventricular lead had increasing/high bipolar impedance and high bipolar thresholds. There was a loose set screw in the device and the lead was re-secured in the header. Approximately two weeks after re-securing the lead in the header, the lead impedance was again increasing, the threshold had increased slightly, and there was noise on the lead. The lead will be programmed to unipolar. The lead and device are still in use. No patient complications have been reported as a result of this event.